Manufacturer narrative:
The information provided in product code and common device name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not vibrating but the customer can hear the pump making a constant noise. The customer stated that he originally received a no delivery alarm because he changed out his infusion set. The customer stated that he was able to clear the first two no delivery alarms but was unable to clear the third. The customer removed the battery from pump and inserted a new battery. The customer stated that that's when he encountered the constant tone. The customer stated that he turned the pump off for two hours and when he turned it back on, a no delivery screen popped up and the noise continued. Troubleshooting was performed. The customer's blood sugar was 130 mg/dl or 150 m/dl. The current blood sugar is 255 mg/dl. The insulin pump will return.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.